Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose (bg) level was 250 (mg/dl). Due to the customer's age, the contact delivered bolus to the customer via the pump to address bg level. Reportedly the customer will use a backup pump for insulin therapy.